Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a small pinhole in the hub of coude intermittent catheter which resulted in squirting out the medication from the hole of the catheter. The patient discontinued the treatment due to this incident.

Event description:
It was reported that there was a small pinhole in the hub of coude intermittent catheter which resulted in squirting out the medication from the hole of the catheter. The patient discontinued the treatment due to this incident. On monday (B)(6) 2020 doctor was instilling gemcitabine (chemo drug) treatment into a patient's bladder and was using a bard red rubber 14 fr coude catheter which had a small pin hole in the hub.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. A photo sample of an orange coude tip catheter was returned. Photo showed a hole above the coude indicator. Unable to determine the cause of the pinhole. Sample does not meet specification which states "accept unless catheter is completely punctured". The device had not met specifications. A potential root cause for this failure could be "operator or machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient." Corrections: d, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.